Event description:
Pump was reported to overinfuse during use on a pt. The pump was set to infuse a 500ml bag of heparin at 20ml/hr. After approximately 2 1/2 hours, the bag was empty. No medical intervention was required and no pt injury resulted.